Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). The meter result was 4.1 inr. The meter result was 4.8 inr. The meter result was 2.9 inr. The same finger that was used for the previous test was used for this test. The meter result was 4.6 inr. The meter result was 3.6 inr using test strip lot 76900023 with expiration date of 31-oct-2025. All of the meter tests were within four hours of each other. The customer's therapeutic range is 2.0-3.0 inr. Customer tests on a weekly basis.